Manufacturer narrative:
(B)(4). Complaint conclusion: as reported via the award study, on (B)(6) 2017, three days after treatment of a partially occluded/thrombosed 6mm x 6mm basilar artery aneurysm with a 5mm neck using a pulserider (301e/w2552), patient (B)(6) experienced moderate emboli post-procedure that led to prolongation of hospitalization. It was assumed that the emboli were thrombus because of diffusion weighted MRI changes; however, it is possible it could be plaque emboli because of the general atherosclerosis with elongated arteries. It was noted that the patient had fixed gaze and rigidity for less than 1 minute; however, the it was difficult to say whether the symptoms were related to emboli or the large aneurysm. Four codman stretch resistant coils had been implanted into the aneurysm (641cf0515/s13493, 641cf0308/p10963, 641cf2505/s13494, 641cf0721/s12760) and it was reported that the coils were maintained within the aneurysm sac. Pre-procedure act level was 91 before heparinization. The pulserider was fully deployed and implanted. It was reported that the pulserider was easily inserted. The investigator considered the event to be possibly related to the pulserider assisted coiling procedure and to the pulserider device, and possibly related to pre-existing condition. The event resolved without sequelae on (B)(6) 2017. The patient was treated with 150mg aspirin on (B)(6) 2017 and (B)(6) 2017 alongside routine dual anti-platelet therapy of 75 mg aspirin and clopidogrel 75mg. The pulserider product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Emboli (air, tissue, thrombotic, device-related) is a known possible complication associated with use of the pulserider. The patient was at increased risk for emboli since there was pre-existing occlusion/thrombosis in the parent vessel. By manipulating the device for implantation through the occluded/thrombosed artery, there was a risk of material breaking loose and embolizing down-stream. In addition, according to the physician, it was possible the emboli could be related to plaque emboli. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Patient weight and date of birth no available. (B)(4). Concomitant products: four codman stretch resistant coils had been implanted into the aneurysm (641cf0515/s13493, 641cf0308/p10963, 641cf2505/s13494, 641cf0721/s12760). Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(6) study, on (B)(6) 2017, following treatment of a partially occluded/thrombosed 6 mm x 6 mm basilar artery aneurysm with a 5 mm neck width using a pulserider (301e/w2552), patient (B)(6) experienced moderate emboli post-procedure that led to prolongation of hospitalization. Four codman stretch resistant coils had been implanted into the aneurysm (641cf0515/s13493, 641cf0308/p10963, 641cf2505/s13494, 641cf0721/s12760). It was reported that the pulserider was easily deployed. Act pre-procedure was 91. The investigator considered the event to be possibly related to the pulserider assisted coiling procedure and to the pulserider device, and possibly related to pre-existing condition. The event resolved without sequelae on (B)(6) 2017. The patient was treated with 150 mg aspirin on (B)(6) alongside routine dual anti-platelet therapy of 75 mg aspirin and clopidogrel 75 mg.